Manufacturer narrative:
03/25/1998: h6-primary finding of device analysis revealled motor stall due to broken motor gear.

Event description:
Report received from foreign reporter that x-rays were performed on the device, and showed a fixed position of the rotor of the pump. The device was explanted, and returned to the MFR for analysis. No further info on the pt's status is available from the foreign reporter.